Manufacturer narrative:
This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
General report rec'd of an unspecified number of undocumented incidents of tubing ruptures while in use with power injectors; subsequently blood loss was noted. During CT scans, the tubing sets were being used to deliver unspecified volumes of omnipaque 300 contrast medium at a rate of 3ml/sec via a medrad power injector. It was reported that immediately after the deliveries started, the tubings ruptured at unspecified locations. Unspecified volumes of blood were lost. The tubings were clamped using the slide clamps. The tubing sets were replaced and the procedures were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.